Event description:
Pci was performed on this pt who died approximately nineteen months following the index procedure. As reported by the study, this pt presented to cath and pre-procedure medications included curuno, fosinil, furotop, asflow, osoten and asa 160mg/day. Intra-procedure medications included 5600 units of heparin and asa i.v. 500 mg. Pci was performed on a 70% de novo lesion in the mid lad f unknown length and diameter. The lesion was characterized as b (2). The lesion was pre-dilated with a 3.0/14mm invatec plus balloon at unknown atm before deploying the 3.0/18mm cypher stent at 12 atm. Timi iii flow was recorded post-procedure. Acts measured 278, post-procedure medications included plavix 300 mg loading dose, plavix by mouth 75mg/day and asa by mouth, 160 mg/day.